Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of an unknown level. Customer lost the battery cap for the insulin pump and that the blood glucose may have gone low due to that. Customer found the battery cap and no further troubleshooting was necessary.